Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of instability of distal radio-ulnar joint (druj) and painful wrist join dysfunction, which required additional surgery could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, hyogo prefectural kakogawa medical center, japan ¿. The title of this report is ¿floating forearm associated with terrible triad injury and essex-lopresti injury: a case report and literature review¿, published on march 01, 2021. Which is associated with the stryker ¿asnis micro cannulated screw system¿. The article can be found at https://doi.org/10.1016/j.jseint.2020.09.017. This report includes an analysis of the clinical data that was collected on 1 patient. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced instability of distal radio-ulnar joint (druj) and painful wrist join dysfunction, which required additional surgery.